Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg pocket site due to its location. Follow-up identified the patient's scs ipg was relocated in addition to 2 scs extensions added to the patient's scs system.